Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed where the electrode was successfully repositioned. No additional adverse patient effects were reported and the electrode remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted that when the patient lays on their side the r wave amplitude decreases and there was t wave oversensing which resulted in the shock therapy. An x-ray was taken which found the electrode had a loop at the xiphoid process that wasn't there before. It was noted that the physician had used a three incision technique when the electrode was implanted, thus it was not certain if the patient had twiddled the electrode. A revision procedure was scheduled, but there are no indications is has occurred to date. The electrode remains in service and no adverse patient effects were reported.